Event description:
The customer reported having issues with the insulin pump and the buttons were unresponsive. The blood glucose reading was 125mg/dl. Troubleshooting was performed, and the caller stated that there are cracks in the battery compartment, which it happened over a year. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube, cracked battery tube threads, missing end cap sticker, loose/protruded drive support disk, cracked case near the display window corners, and intermittent button response due to moisture damage on the keypad traces.